Manufacturer narrative:
Findings: pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack in the battery threading compartment, piece is also missing on battery compartment. The customer thinks the pump casting had a defect. Customer stated every time he installs the battery cap and removed the battery cap the crack began.